Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Visual inspection revealed that the device has the guidewire detachment due to rotational wear in the middle of the device (the distal section was returned) at 195 cm from the proximal section, also the body is kinked and the spring tip was inspected and it was found kinked too. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00945. It was reported that rotawire fracture occurred. The target lesion was located in the severely calcified coronary artery. A 1.75 mm rotalink¿ plus and a rotawire¿ were selected for use. During preparation, a rotalink plus 1.75 mm was used during set up outside the patient's body. However, it was noted that the rotawire became detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00945. It was reported that rotawire fracture occurred. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During preparation, a rotalink plus 1.75mm was used during set up outside the patient's body. However, it was noted that the rotawire became detached. The procedure was completed with another of the same device. No patient complications were reported.